Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, e1, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the unit was unable to start on its own and experiencing lag. It was unusable and the motor had to be replaced and repaired on oct 25, 2025. There was no patient impact or delay reported. Another device was used to complete the procedure. Due diligence is complete.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, the unit was unable to start on its own and experiencing lag. It was unusable and the motor had to be replaced and repaired on oct 25, 2025. It is unknown if there was a patient impact or if a delay occurred. Due diligence is in progress.